Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Review of electrograms showed oversensing of atrial noise resulting in inappropriate automatic mode switch episodes. Sensitivity was increased. Patient was asymptomatic and stable.